Event description:
Caller reported a pump malfunction but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.